Event description:
The customer reported that the patient was transported to their hospital on an arrow iabp. After arriving at the hospital, the patient was switched to a cardiosave iabp. They were unable to autofill the balloon. The cardiosave was then replaced with a second cardiosave, and the same problem occurred. After switching the patient to a third cardiosave, they were successfully able to autofill the balloon. Therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The cardiosave iabp's were tested to factory specification. They functioned normally and were returned to the customer. (B)(4).